Event description:
Clinic notes dated (B)(6) 2013 indicated that this patient¿s seizures over the past week or so had been exacerbated. The patient had multiple seizures over the last few days which was unusual for her. The patient related no changes in her medication or noncompliance. The patient¿s device was interrogated and settings were changed. Clinic notes dated (B)(6) 2013 indicated that the patient had some worsened seizures, including convulsive events, and was concerned that her vns battery had expired. The generator was interrogated, and it was reported that her device was functioning. The patient underwent generator revision on (B)(6) 2013. The explanted device was discarded. Attempts for addition information from the physician have been unsuccessful.